Event description:
It was reported the patient had several syncopal episodes and was hospitalized. No pacing activity was noted via ECG, as well as high ventricular impedance, 4000 ohms. The device was replaced and the patient's condition stabilized, with normal ECG noted. I

Event description:
It was reported the patient had several syncopal episodes and was hospitalized. No pacing activity was noted via ECG, as well as high ventricular impedance, 4000 ohms. The device was replaced and the patient's condition stabilized, with normal ECG noted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found it was reported the patient had several syncopal episodes and was hospitalized. No pacing activity was noted via ECG, as well as high ventricular impedance, 4000 ohms. The device was replaced and the patient's condition stabilized, with normal ECG noted. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device evaluated and alleged failure could not be duplicated impedance, high output, none.